Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter cored into a 20mm vial of vancomycin. This occurred during reconstitution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: the device was manufactured 07/13/2015 - 07/14/2015. The device was received for evaluation attached to a drug vial and solution bag. Visual inspection revealed grey particulate matter in the vial. The grey particulate matter appeared to be stopper material from shearing/coring of the vial stopper. The device was evaluated for flow of solution from vial to product bag without being undocked from the drug vial, and no flow issues were observed. Visual inspection of the cannula revealed no damage, nicks, or burrs present on the cannula. The outer diameter of the cannula was measured and was found to be within specification. The entry site of the cannula into the vial appeared to be at an angle. Upon conclusion of the investigation, the cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.